Event description:
It was reported that the patient presented to the hospital after hearing an alert. It was determined that during follow up, a rapid increase was observed in superior vena cava (svc) coil impedance. In addition, interference was sensed on the svc coil far field electrogram during arm movement. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted the superior vena cava (svc) defibrillation impedance jumped from a baseline of around 50 ohms to 250 ohms.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.